Event description:
During a transurethral resection of the prostate using gyrus instrumentation and equipment, the inner sheath tip (which is made of porcelain) broke off. The tip was removed from inside the patient without problems. After examining the prostate tissue specimen, no other tip fragments were found. Hemostasis controlled, and the patient was transfered to pacu. A kidney, ureter and bladder xray (kub) was taken. No further exams or procedures were performed. The manufacturer will evaluate the item and send their assessment of the product.